Event description:
Philips received a complaint on a patient information center ix indicating that the customer is requesting a log review for a reboot issue which occurred for mx800 / x2/ etco2 & piicix. It was reported this issue occurred for 8 minutes while the patient coded. No other clinical information or medical intervention was reported, however it was confirmed the patient is fine.

Manufacturer narrative:
Customer is requesting a tc onsite to view the logs and investigate the reboot issue for mx800 / x2/ etco2 & piicix that happened for 8 minutes while the patient coded in building (B)(6) between 9:20 & 9:30am. Analysis and testing was performed by the philips technical consultant (tc) went to the customer site to further evaluate the situation. The tc checked the logs and found that the monitor never turned off. It was placed on standby. The logs showed that the monitor is alarming the whole time the patient was coding. The alarms from building (B)(6) between 9:20 & 9:30am showed that there was several alarms for apnea, tachy, vtach and they were acknowledged by staff. Based on the review of the logs, the device was performing per specification, and the most likely cause of the reported problem is unknown as it was not replicated. The device was tested by the tc and passed specifications and put back into use at customer site.